Event description:
Baxter product surveillance received a report from the home pt's nurse regarding a minicap that fell off in 2006. A new transfer set was placed onto the pt at that time. The original transfer set had been in place since 4 mos prior. The nurse could not describe if there were any issues with the threads on the transfer set or the minicap. Although prophylactic antibiotics were administered (duracef orally), there was no pt injury associated with this incident.